Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed as the cylinder was undersized and causing floppy glans of penis. The correct cylinder size was achieved by adding 3 cm rear tip extenders. A right proximal corpora perforation was supported with 2/0 prolene suture and there was no flopping of glans of penis with upsized implant.